Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, after the leads were connected to the new device, the physician was not sure if the right ventricular (rv) lead pin was completely to the back of the header. The physician loosened the setscrew to adjust the lead further. The physician was able to re-tighten the setscrew, but there was no audible clicking heard. The physician performed a tug test which was unsatisfactory. The physician loosened the setscrew again, and while attempting to redeploy it the setscrew dislodged from the port. It was believed the setscrew became stripped after the multiple repositionings. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. Connector damage,grommet/setscrew damaged. Hvb grommet/setscrew damaged. Hvb grommet/setscrew damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.